Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. The cse inspected the device and upgraded the software to the current revision. The unit passed all test. Covidien was not authorized to repair the device.